Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's system board with daughter board was replaced. Additionally, the device's rear case kit and front case kit were replaced.